Event description:
A user facility reported that a patient sustained corneal edema of the right eye post slt. The reporting physician stated patient's visual acuity decreased from 20/20 to 20/80 three days following the procedure. The physician reported prescribing long term steroid drops (pred forte) as medical intervention stating the patient has experienced very gradual visual improvement.

Manufacturer narrative:
Lumenis investigated the event report contacting the user facility to request patient treatment records and other relevant event information. The patient's clinical record was provided to lumenis for review. An examination of the subject device by a lumenis technical expert concluded the system performed to required manufacturer specifications. No related device malfunction was observed. Subject device malfunction is not the suspected cause of the reported event. A lumenis medical director reviewed the patient's treatment record concluding, corneal edema post slt is a highly rare occurrence (~0.8%). Although certain causes are postulated to play a role in this complication, it is not yet understood what may predispose a patient to corneal changes as a result of slt. There have been only very few reported cases in literature; and virtually all the cases reported resolved with steroid. One commonality is that most of these cases were treated at high energy and with 100 spots or greater. This could have been an abnormal cytokine reaction or absorption by the endothelium (if there is drifting pigment, such in cases of pgs or pxf) or the physician may have erred and treated sampolesi's line instead of the tm - resulting in an endothelialitis.

Manufacturer narrative:
During a follow-up discussion between a lumenis clinical expert and the treating physician the clinical expert concluded, "this appears to be an adverse event related to high energy uptake in excessively pigmented trabecular meshwork. Given the selected treatment parameters of 0.8 mj (compared to our recommended 0.4 mj in case of pigmentary glaucoma or excessively pigmented trabecular meshwork) and the treated area (inferior, instead of superior angle - in case of pigmentary glaucoma, due to pigment deposition patterns), a corneal haze developed, which is consistent with other rare reports (~0.8%) in medical literature. It is noteworthy that the area of the haze appears to be localized to the area of the contact gonio-lens used in the procedure. The physician confirmed that no chemicals were used in cleaning the latina slt lens, which could have contributed to the localization effect. The physician suggested correctly to adapt their slt treatment protocol to conform with the lumenis recommendations, in order to potentially avoid recurrence of such incidences in the future."